Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the third device used on the patient; see MDR no. 3013394970-2019-01003 for the first device and MDR no. 3013394970-2019-01023 for the second device reported that was used on the same patient.

Event description:
The user facility reported that they the angio-seal device 2-part sheath did not lock together. There was no harm to the patient. Additional information was received 19december2019: vascular surgeon made the puncture then deployed the device straight down. He advised that the issue occurred before inserting the dilator (the step where you get the blood flashback in the dilator). They could not hear a click and the angio-seal felt loose as if it was not connecting properly. The type of procedure performed was a antegrade angio stent and balloon. The sheath size was 6fr. A second angio-seal was used to complete the case. The patient was fine. The procedure outcome was fine. The blood loss was nothing above expected for the case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update h3 and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the locator. The carrier tube and guidewire were returned as well. The arteriotomy locator was found to be mated with the sheath. No outward signs of damage or deformation were identified on the returned components. The locator was then removed from the sheath and the hub of the locator was examined under microscope. On the over-molded area which mates with the valve in the hemostasis sheath hub, a small portion of string flash and molding anomaly was observed. Functional testing was conducted. The locator was inserted into the hub of the sheath and attempted to be mated. An audible snap was heard and a tactile click was felt. Minor opposing force was then applied to check the connection and the locator was able to be dislodged easily. Terumo has determined the reported event to be manufacturing related and is being further investigated.